Event description:
It was reported that patient had been experiencing a sharp pain. It was noted that when tried lying down or sitting she felt it like a 'corkscrew' screwing in her buttocks. It was noted that she had to readjust her body position when she sitting down or lying down. It was indicated that health care provider hcp had been trying to adjust it but she still felt like that. It was indicated that sometimes the pain was so sharp when she lied down that she had to move really quick to readjust her body position. It was indicated that the hcp does not know why the patient was having pain. It was reported that the sometimes when patient visited the hcp it was noted that her therapy was off and that was when she was getting a lot of leakage. It was also noted that she was getting a lot of leakage even when the therapy was on. The second neurostimulator ins did not help controlling symptoms either. It was reported that sometimes when visiting the hcp it was noted that the therapy was off and hcp stated that something was interfering. She stated when she was on the phone people can hear noise coming from her machine. She stated 'they can hear it roaring at times, not all the times'. She cannot hear the noise. It was indicated that second stimulator was put in 2009. It was not reported why the patient had their device replaced. It was reported that patient had been having problem since implant. A follow-up report will be sent if additional information becomes available. It was reported that patient had been having problem since implant.

Event description:
Additional information was received from the patient. Patient had an accident where they fell and their healthcare provider (hcp) said they damaged the device. The patient doesn't remember when they fell, but they think they had it explanted in 2011. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v240154, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).